Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as low blood glucose level with blood glucose of over 800 mg/dl and 45 mg/dl and 60 mg/dl. The customer¿s blood glucose level was 444 mg/dl at the time of incident and 800 mg/dl at the time of call. Customer¿s other blood glucose level was 364 mg/dl and 200 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the bolus and intravenous injection. Customer stated that the site issues was soreness or pain. Customer did not think auto mode was active and it says there was not up and running. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not allege insulin pump was under delivering. Customer wishes to performed a high pressure test. Customer troubleshoot was performed. The product will not be returned for analysis. Frn-mmt-332-rsvr unomed-set